Event description:
"Per the customer, the clamp inserts do not fit the cross clamp and fell off into the pt. Final customer letter containing investigation results required. Four occurences-over 2 days".

Manufacturer narrative:
"No incident device to be returned for evaluation. However, the cer is still being investigated. At the close of the investigation, a final report will be submitted."